Event description:
Olympus was informed that after a therapeutic laparoscopic cholecystectomy, the pt suffered from a third degree burn on the left thigh. The procedure was reportedly completed without any complication and/or malfunction of the used medical devices.

Manufacturer narrative:
Cross-reference to MFR report (B)(4)/MFR report #9610773-2013-00006. This report refers to the suspect medical device labeled as a64340a in the initial report about the same incident. The suspect medical device was not returned to the MFR for eval but to the olympus distributor ((B)(4)). Distributor's eval found the device without any abnormalities and within specification. The exact cause of the pt's outcome cannot be determined and therefore is being judged as unk. Furthermore, it can be excluded that the pt's outcome was caused by a malfunction of the olympus medical devices. However, burns may result from poor contact between the neutral plate and the pt resulting in increased current density. If the electrical circuit is completed via the operating table, or other points through which the pt may be earthed, a burn may result also at this site.